Manufacturer narrative:
The reported events of failure to sense and failure to capture were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The cause of the reported events was due to internal shorting between conductors cause by over torqued inner coil at the connector region. No other anomalies were noted.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, it was noted that the newly placed right atrial (ra) lead could not capture or sense. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.